Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a facility representative reported via (B)(4) that an ar-13975nr fiberwire grasper with nr handles required replacement. No patient was harmed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-13975nr batch number 14966546 was received for evaluation. Visual inspection noted that the handle was detached from the instrument due to a broken shear pin. It was noted that there were discoloration spots and a nick on the tip. Functional testing cannot be performed due to the device's damage. The reported condition was most likely caused by user error, which may have overstressed a device that has naturally and inevitably deteriorated due to normal wear and aging. Device manufacture date: 2022. Directions for use dfu-0255-eo -arthrex hand instruments. C. Validation repeated processing has minimal effect on these devices. End of life is normally determined by wear and damage due to the intended use. The user assumes liability and is responsible for the use of a damaged and dirty device. E. Inspection and maintenance 1. Arthrex instruments are precision medical instruments and must be used and handled with care. Inspect the instruments for damage prior to use and at all stages of handling thereafter. If damage is detected, do not use the device prior to consulting the manufacturer for guidance. 2. Pre-use inspection criteria a. Hand operation functional test: without the use of excessive force, squeeze handles together and verify the jaw and tip squarely meet with no visible gaps when closed. Spread handles apart and verify the movement is free and non-restrictive, and that movement is seen at the distal end. Repeat two times minimum. Verify devices with cutting ability and sharpness of points and edges. B. Distal end integrity visual inspection: I. Devices with cutting functions or sharp points become dull with continuous use. This condition does not indicate a device defect. This condition indicates normal wear. Dull devices may require replacement or discard if they no longer perform as designed. Inspection prior to use should include verifying the cutting ability and sharpness of these points and edges. Ii. The metal shafts of bendable devices become stressed and may crack or fracture with continuous bending. This condition indicates the device¿s end of life and must be replaced or discarded. Inspection prior to use should include verifying the shaft is free of cracks or fractures.